Event description:
The customer reported to olympus that the light source had a lamp lighting failure. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed the issue was due to a faulty lamp. However, the specific cause of the faulty lamp could not be established at this time. Olympus will continue to monitor field performance for this device.